Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 04/25/2014 and 05/02/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that the event occurred approximately one week before the event was reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine was dry in a minicap. This was identified before patient use, when the minicap package was opened. The home patient stated the packaging was not damaged or broken. The patient stated the minicaps were stored ¿in the hallway¿ away from any vents and that the hallway is not kept heated. There was no patient injury or medical intervention reported. No additional information is available. This is report 18 of 20.